Event description:
Information received indicates the head section of the stretcher will not stay up when pressure is applied.

Manufacturer narrative:
The technician replaced the two gas springs for the head section to repair the stretcher.